Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with a dexcom g7 after a morning supply change, with the highest cgm reading of 352 mg/dl and a confirmatory glucometer value of 303 mg/dl, and it was noted during the call that the cartridge had fallen out of the ilet and was not connected; the patient uses a contact detach steel infusion set on the abdomen. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified related to an improper or incorrect procedure involving the cartridge and plunger, and the agent guided the patient to disconnect, rewind, reinstall the cartridge, verify drops, and reconnect. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.